Manufacturer narrative:
(B)(4). Device received with a depleted (B)(6) alkaline battery installed. Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08700 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and pump error test. Device had intermittent button response on the esc, act and up arrow buttons due to flattened dome switch (no crease). No button error alarm noted. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. Device uploaded properly using carelink. Device had corroded battery tube, minor scratched display window, scratched reservoir tube window, cracked reservoir tube lip and cracked belt clip slot. Data analysis: (the date of death was not specified in the customer notes.) There is no data available due to the device received with a depleted battery installed.

Event description:
It was reported via phone call that the customer passed away in an unknown location. The cause of death was unknown. The notifying party did not state whether the customer had any illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. It is unknown if the customer was wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. The insulin pump was returned for analysis. This report is being created for the failure analysis results. The pump had intermittent button response on the esc, act and up arrow buttons due to flattened dome switch (no crease).